Event description:
A patient with an implantable neurostimulator (ins) reported that they had a bad week of nausea on the week of the report. The patient went to the doctor on the day of the report and they increased stimulation. They stated they could feel the stimulation inside of them and they never could feel it before. The healthcare provider (hcp) turned the stimulation back down to where it was prior to where she didn't feel the stim, and now they can still feel the stimulation. It had been a couple of hours and they could still feel stimulation. The patient stated that a few months prior to the report, they saw an hcp and they adjusted their settings and turned it up. Everything was fine and she had been fine. They saw a different hcp on the day of the report and they did not think they knew as much. The patient would follow up with the first hcp. The event was noted to be sudden. No further complications were reported/anticipated.